Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their stimulation goes down both sides, however, they have always felt it more on their right side. The patient added that about a couple of weeks ago, they started to feel something different in their sciatic area on their right side. They mentioned that they noticed when taking a step that their toes on their right foot feel numb. However, when they feel their toes, they have sensation. The patient stated that they had a fall about 3 weeks ago and fell on their left side and jarred their left hip. They stated that they were hoping to receive instructions on how to make adjustments. The patient was redirected to follow-up with their healthcare provider for reprogramming. No further complications were reported or anticipated.